Event description:
The patient was in for removal of mediport. The previous incision line was infiltrated with 0.5% marcaine solution and an incision was made. Using blunt dissection, the port was dissected out. During the course of removing the port the catheter divided at the level of the clavicle and the first rib. A hemostat was used to dissect along the tract of the catheter. The remaining portion of the catheter was grasped and using fluoroscopy as a guide it was removed. Hemostasis was obtained with the electrocautery as needed. The incision was closed.